Event description:
The patient has had serial platelet donations over a long period, approximately 20 collections this year alone. The patient was found to have reduced cd4 counts. The hematologist following the patient is suspicious that the reduction in counts may be related to the apheresis devices used during platelet collection to yield leukoreduced platelet units.